Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. Sealant was visible through the shuttle cartridge side slit. Blood was observed on the outer surface of sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot # f1315202) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable root cause for the reported event could have been from incomplete engagement of the advancer tube and the probable root cause for the failure to deploy could not be conclusively determined.

Event description:
The following info was reported: no advancer tube on device, sealant believed to be missing from device as well. Converted to manual compression for 15 minutes. The pt was not hospitalized. The pt was not hospitalized. The procedure was a diagnostic neuro procedure.